Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that when charging the ins they cant exit the charging session and screen is unresponsive. They said when trying to change intensity levels they get settings not available. They said this issue started "about a week or two". Manufacturer representative (rep) reported an impedance issue and stated the patient was unable to increase intensity. Patient was instructed to temporarily change to another programming group. Patient is scheduled to be seen on (B)(6) 2025. Patient reports that she fell 5 times during november which she believes was secondary to cholesterol meds that caused weakness in her legs. She reports that she has not fallen since thanksgiving. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the impedance issue was electrode 12 being at 30 ,680 after the appointment. Today, the patient was reprogrammed around electrode 12. This resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.